Event description:
On (B)(6) 2014, it was reported that the customer had issues with the sensor which caused the ambulance to be called. Customer stated that he was unable to talk at the present time. It was explained that a medtronic representative would schedule a callback for the next business day. On (B)(6) 2014, first outreach response follow-up call was attempted. Customer answered and stated he did not have time to speak and that the best time to contact him is after 4pm. Customer was advised that another follow-up call will be scheduled. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.